Manufacturer narrative:
All instruments were reprocessed prior to use in procedures. The injured employee was not wearing proper ppe, specifically chemical-resistant gloves, as stated in the unit's operator manual. The v-pro max operator manual (pg. 1-2) states, "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." The v-pro max operator manual also (pg. 1-2) states, "danger-chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." A steris service technician arrived onsite following the reported event. The technician inspected the unit and found it to be operating according to specification; no repairs were required. The technician inspected the cycle printout for the load subject of the reported event and noted a "load test repeated" message printed on the cycle tape. The "load test repeated" message occurred due to the sterilizer detecting moisture on the instrument pack. The v-pro max operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." (B)(4)s guideline for sterile techniques, guidelines for perioperative practice (B)(4) states, "inspect instrument tray wrappers for integrity and moisture before placing the contents on the sterile field." The technician counseled user facility personnel on the importance of drying instruments and wearing proper ppe, specifically gloves while operating their v-pro max sterilizer. The unit is not under steris service agreement for maintenance activities.

Event description:
The user facility reported that an employee experienced a burn while unloading items from a v-pro max sterilizer. No procedure delay or cancellation occurred. The employee sought medical treatment and returned to work.